Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to activate a response during testing. During investigation, the up arrow and contrast key contacts were observed to be misaligned. All key contacts do not spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are not responding with every button press. It was reported that the keypad is not peeling and the pump does not get wet.